Manufacturer narrative:
Conclusion: based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. The concerned device was explanted but is not available for investigation. This is a combined initial and final report.

Event description:
Beginning on (B)(6) 2021, the recipient did not hear any sound with the device. The recipient has been re-implanted.

Event description:
Beginning on (B)(6) 2021, the recipient did not hear any sound with the device. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by minute device mobility was determined to be the root cause of device failure. The failed in-situ measurement supports this finding. This is a final report.